Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was removed and pocket debridement performed. It was further reported that the right atrial (ra) lead and right ventricular (rv) lead were also explanted. No further patient complications have been reported as a result of this event.